Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: synergy mr, ous, 2.5x20mm, stent delivery system (sds) was returned for analysis. A visual examination found the crimped stent was detached and separated from the sds. The stent was damaged along its entire length. The stent detached and separated at the decontamination process. On receipt of the device (prior to decontamination) it was identified that the stent was damaged and as a result of the damage it is possible that the stent became detached and separated from the device during the decontamination process. The extent of the damage to the stent prior to decontamination cannot be confirmed. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent marking were evident on the exposed balloon body indicating no issue with the crimping process. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement of the device through a calcified lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jul-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50 x 20 synergy¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.